Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that guidewire broke inside the microcatheter. The device was safely removed from the patient body altogether with the microcatheter. There were no patient consequences due to the event.

Manufacturer narrative:
Expiration date/manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that guidewire broke inside the microcatheter. The device was safely removed from the patient body altogether with the microcatheter. There were no patient consequences due to the event.